Event description:
It was reported the patient experienced an infected right chest wound post op in 2005. The patient presented with swelling, tenderness, mild warmth, a patch of redness/erythema about 3 x 4 cm, and no drainage at the site. The patient denied any fever or chills and stated "otherwise feeling well". The chest would continued to swell with tenderness and redness and was examined by the hcp on four days later. The patient was given one dose of vancomycin and instructed to return for the device to be explanted. The device was explanted on the next day; purulent fluid was noted confirming infection. The patient recovered from the surgery and was sent home with IV antibiotics of vancomycin, 1gm IV twice a day. Additional information indicated the patient completed his course of antibiotics on approx one and a half months later, and the serious adverse event was resolved as of six days later. Replacement surgery was scheduled for the following month.